Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to suspensory ligament relaxation. The lens was not exchanged for another lens. The patient is recovering well after the operation. Cause of the event was due to patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the reporter indicated the 12.6mm vicmo12.6 implantable collamer lens was exchanged for a longer lens and the patients current condition is good. H3: device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).